Event description:
Due to a cholecystectomy because of cholelithiasis/cholecystitis, the patient acquired a bile leak. In an effort to stop the bile leakage, the physician endoscopically placed two wilson-cook cotton-leung biliary stents in the bile duct. At an estimated two months post stent placement, the patient underwent a routine ercp procedure for removal of the stents. At this time, it was noted that the stent nearest the duodenum had migrated and is believed to have passed naturally. The patient was reported to be in excellent condition. The bile leak, cholecystitis and cholelithiasis has been resolved.